Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 of a loss of monitoring of the telemetry patients as the xtr telemetry system lost power. No injury was reported with this event.

Manufacturer narrative:
A spacelabs'' field service engineer and product support specialist performed an investigation of the service logs and confirmed the reported complaint. Investigative findings indicate the excessive time difference and low memory. This issue was resolved through a network time protocol configuration and xtr reboot. The field service engineer confirmed that the system was working as expected. This report is complete and this particular issue is considered closed.